Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no further complication related to the incident. There were no complications rel ated to the catheter puncture by guidewire. The cause of the event was not reported.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a tyvek bio-pouch, within an opened apollo outer carton (b496152), and within an opened apollo inner pouch (b496152). ¿ damage location details: the guidewire was found extending out from within the apollo catheter hub for ~34.5cm. No bends or kinks were found with the apollo catheter body. The detachable tip was found intact. The apollo catheter body was found punctured at ~2.5cm from the distal tip. The guidewire was found extending out from within the apollo catheter distal tip for ~0.5cm. No damages were found with the apollo catheter distal tip. ¿ testing/analysis: the guidewire distal outer diameter (od) was measured to be 0.009¿. The guidewire could not be removed from within the apollo micro catheter as it was found stuck. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report was confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the cause for the puncture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that an apollo catheter was punctured by a guidewire in the distal section. Patient with arteriovenous malformations (avm), needs to use onyx les, therefore uses apollo, and transcend 0.010 guide wire cannulated the space between detach-able tip and catheter. There was no friction or difficulty during insertion. There was no other damage to the catheter or guidewire. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was undergoing onyx les to treat avm. Vessel tortuosity was moderate. The access vessel was the femoral with a diameter of less than 8mm. No patient symptoms or complications were associated with the event.